Manufacturer narrative:
The insulin pump was received with pump error 35 alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Unable to verify pump error 23, 49, or 68 due to download difficulties

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. Customer¿s blood glucose level was unknown at the time of incident. Customer was able to clear the alarm. Customer was not able to rewind the insulin pump. The customer stated that the insulin pump was exposed to high magnetic fields. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.